Event description:
Prior to utilizing the pt, while removing the jl4 catheter from the package, the tip was completely separated from the rest of the catheter shaft. The product was not utilized for the procedure. There was no pt injury reported with the event.